Manufacturer narrative:
The device was returned for analysis. The reported ¿suture did not take, the suture came off the device¿ was confirmed as a suture retrieval issue. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.e1: first , last name, title updated from wendy schallock unk to kunhammed dr.

Event description:
It was reported that this was an arteriotomy closure the right common femoral artery using a proglide device after a left lower extremity angio procedure using a 6f sheath. Reportedly, the suture did not take, the suture came off the device. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.